Event description:
It was reported by an attorney that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2002 and mesh was implanted. The patient experienced pain, bleeding, infection, fistulae, vaginal scarring, recurrence, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures, including mesh revision and excision surgeries on (B)(6) 2003, (B)(6) 2012 and (B)(6) 2013. It was reported that the patient underwent mesh excision due to mesh exposure, underwent mesh revision due to vaginal bleeding, and removal of mesh due to dyspareunia and mesh erosion. No additional information provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002, and a mesh was implanted. It was reported that the patient underwent removal of sling, and cystoscopy with bilateral ureteral catheter placements on (B)(6) 2013, due to malfunctioning of genitourinary device and dyspareunia. No additional information was provided.

Manufacturer narrative:
Additional information: it was reported that the patient underwent re-do bladder lift in (B)(6) 2003.

Manufacturer narrative:
It was reported that patient underwent mesh revision due to vaginal bleeding and dyspareunia on (B)(6) 2012. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.